Manufacturer narrative:
It was not determined that the oxygen sensor was related to this reported complaint until 06nov2020.

Manufacturer narrative:
The field service representative (fsr) duplicated the reported issue multiple times. The fsr replaced the oxygen sensor, and performed verification/release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not pass calibration. The local knobs were used to control the fraction of inspired oxygen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician was unable to duplicate the reported complaint. The oxygen (o2) sensor was installed into a lab use only electronic patient gas system and was successfully calibrated three times. Per data log analysis, on (B)(6) 2020, each time calibration is attempted it fails. The cause of the failure is 'o2 sensor out of range at calib (o2 sensor value = 0)'. This likely indicates a bad o2 sensor or a connection to the o2 sensor. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: concomitant products. It was not determined that the returned oxygen sensor belonged to the electronic patient gas system reported in this complaint until (B)(6) 2020.